Event description:
It was reported that the patient presented in clinic for follow up. The patient reported ongoing pain at the incision site and increasing visibility of the cardiac resynchronization therapy defibrillator and leads beneath the skin. Patient experienced shortness of breath and fatigue. Pocket revision was performed on (B)(6) 2018. No further information was available.